Event description:
It was reported that during an unknown procedure the device misfired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips due to the jaws not opening properly upon releasing of the trigger. No conclusion could be reached as to what may have caused the firing issue. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.